Event description:
Abbott diabetes care received a user report from bfarm which contained the following information: a low readings issue was reported with the adc freestyle libre sensor. Customer received readings between 90 mg/dl to 140 mg/dl on the sensor for several days and therefore based on the sensor readings, she did not administer short-acting insulin. It was further reported that a capillary reading greater than 1000 mg/dl was obtained on an unspecified meter and customer received unspecified treatment in the ICU for diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from bfarm which contained the following information: a low readings issue was reported with the adc freestyle libre sensor. Customer received readings between 90 mg/dl to 140 mg/dl on the sensor for several days and therefore based on the sensor readings, she did not administer short-acting insulin. It was further reported that a capillary reading greater than 1000 mg/dl was obtained on an unspecified meter and customer received unspecified treatment in the ICU for diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.